Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, the keypad was peeled/torn/worn and the ok keypad button was unresponsive. It is unknown at this time if the keypad damage occurred prior to the button responsiveness issue or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/19/2013 with the following results: unresponsive keypad issue was not duplicated. . All of the keypad buttons respond properly. The keypad is torn over the ok button removed the keypad and found no damage or contamination on the button contacts.